Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "constant air in line" was not reproduced. A review of event history log revealed multiple occurrences of the reported problem. The device was tested for air in line testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream calibration fluid numbers were out of specification but able to calibrate. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant air in line during an unspecified process step in the biomed service department . There was no patient involvement. No additional information is available.